Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was rpeorted while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder rubber sleeve leaked. This issue occurred 10 times. The following information was provided by the initial reporter: rubber sleeve leaked when you put tube into holder. Nurses got blood to their clothes.

Manufacturer narrative:
H.6. Investigation summary: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-03. H.6. Investigation summary: "bd received 24 samples for investigation. Ten (10) of the samples were evaluated by functional testing, drawing water into 6 tubes per needle, and the indicated failure mode for sleeve leakage with the incident lot was observed in 2 of the samples. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, drawing water into 6 tubes per needle, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder rubber sleeve leaked. This issue occurred 10 times. The following information was provided by the initial reporter: rubber sleeve leaked when you put tube into holder. Nurses got blood to their clothes.